Event description:
It was reported that during a renal pta treatment procedure, "the physician had the [device] in position, upon inflation, the balloon burst immediately." The catheter was removed with no patient complications and the procedure was successfully completed with a different balloon.

Manufacturer narrative:
The complainant indicated that the delivery balloon will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unk.